Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 1162 was found indicating a magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm1, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 1162 was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the led brightness test and the check cannula test failed on the cannula. Once testing was completed, the cannula mount and the axes control spar cannula (acsc) board were aba tested and were verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting post-anesthesia a da vinci-assisted sacrocolpopexy surgical procedure, the customer called in to report error 1162 on universal surgical manipulator (usm) 1. Prior to calling, the customer power cycled the patient side cart (psc). The technical support engineer (tse) checked the system logs and confirmed the error pointing to the cannula sensor. The tse advised that the procedure could begin with only three usms, however customer declined to proceed with only 3 functional usms and cancelled the procedure. The tse made the customer aware to be careful with liquids when cleaning the system. The procedure was aborted with no report of patient injury.